Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent an anterior and posterior colporrhaphy, abdominoplasty and burch retropubic urethropexy surgery on (B)(6) 1991, and sutures were used to plicate the paravaginal fascia underneath the bladder and sutures were placed on each side of the ureter to treat sui. It was reported that the patient's drains were removed, the patient was voiding without difficulty and the patient was discharged. It was reported that the patient has experienced a number of infections, pain and surgical interventions since the surgery. No additional information was provided.